Event description:
Follow-up was conducted and from the information obtained it was reported that the problem ended up being nothing device related but a misinterpretation of the ECG (electrocardiogram) by the hospital and our technical services. This misinterpretation was caused due to the vegm not being programmed to record a rhythm at the time of saving an ECG which appeared to be a pause in the patient's heart rate. Therefore, no x-ray was done and there was no reprogramming. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted to the hospital after syncope. The device was tested and found that there was a pause on vegm (ventricular electrogram). It was noted that the vegm occurred during telemetry and was not related to syncope. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).